Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer blood glucose level was 42 mg/dl . Customer was feeling okay now and blood glucose was 175 mg/dl. Customer stated that device labels, including serial number and dome label stickers reported as missing, removed, worn, faded, or damaged following usage. It was unknown whether the auto mode feature was active at time of low blood glucose event. Sensor was damaged prior to using it the pin or needle broke off. Customer declined troubleshooting for low blood glucose. The device will not be returned for analysis.